Event description:
Patient reported the infusion device goes to w8 (bolus cancelled). Patient stated the issue has occurred 3 times; he had shut the blood glucose monitoring device off when it was in the middle of countdown and walked away while the device was off. Patient reported it works sometimes and other times not with the same techniques. On follow up call on (B)(6) 2013 patient verified he was not pressing any buttons on the infusion device to cancel the bolus. Patient reported the w8 appeared on the infusion device beginning on (B)(6) 2014 and the last time was (B)(6) 2014. Patient stated the issue has happened a total of 4 times. Patient reported the last time the issue occurred he confirmed a bolus of 11 units on his blood glucose monitoring device and then turned it off. Patient stated he saw the infusion device give him 3.8 units of insulin and then the w8 error appeared. Had patient check bolus history on the infusion device; device shows that the bolus was confirmed through the meter and the manual bolus was both delivered. Patient reported that both were not delivered because he had to give himself the remaining units that the w8 interrupted. Patient is new to pump therapy. Patient does have injections; advised to switch to injection therapy and stop using the pump. No further information is available. Patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device, cartridge, adapter and infusion set for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.